Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to blood glucose level. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery. Additionally, the customer had manual injections available for alternate insulin therapy.